Event description:
Assistant from (B)(6) has a curing light that was sent (B)(6) 2012 and is in warranty. The complaint is the hand piece caught on fire and burned a hole in the housing. The unit was not plugged into a protected outlet; I recommended they use a surge protector or a gfci outlet. I asked if the hand piece was placed in the base while it was still wet from cleaning solutions and she said no, they take care not to get it wet. She said she was cleaning the hand piece, it was off, and she smelled smoke and looked down at the hand piece and it was smoking and a hole appeared in the side. They use scican optim 33tb wipes disinfectant. On (B)(6) 2012, I asked her if anyone was hurt and she said no, there were no injuries.

Manufacturer narrative:
As allowed by exemption# (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. Narrative for results and conclusion - the direction for use states, "charger and hand piece are not protected against penetrating fluids. Cleaning and disinfection must only be carried out using a damp cloth." The directions also state, "clean and disinfect the jacket surface with a cloth wetted with a suitable non-aggressive cleaning or disinfecting agent." The office stated they use optim 33 tb by virox as the disinfectant. The manufacturer's msds lists the ph as 2.5 to 3.5. This ph level range is considered corrosive. Damage caused by customer mistake -> liquid penetration, perhaps several times small amounts leading to a corrosion process followed by a short circuit of battery and creation of local heat by sudden release of the battery energy. The local heat development is limited but may lead to very small and limited skin burning if the equipment is hand held at that moment. There is no risk of serious injury and the battery shortage is not likely to cause or contribute to a death or permanent impairment of a body structure. Safety aspects of cleaning and liquid penetration as well as warning instructions are part of operation instruction (booklet) and instruction for use abstract. Safety circuits of battery are still functioning. Incident examination is closed. CAPA measures are not suggested or initiated.